Event description:
Per the audiologist, unusual impedance measurements were observed from the pt's device. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated in the pt's sound processor program. The audiologist reported that the pt was not performing well. Explantation/reimplantation surgery is planned for the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.